Event description:
The patient underwent a right total hip replacement and subsequently required revision surgery due to infection. During the revision procedure, the surgeon implanted components of the same sizes as the original implants. The patient was last known to be in stable condition following the event. No further information is available.